Event description:
It was reported, the subject device had a loose adapter, causing the image to wobble in the monitor. The issue was found during a diagnostic hysteroscopy procedure and was completed using the same set of equipment. No surgical delay and no patient harm was reported by the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.